Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was completed for the freestyle strips and reported complaint and no tripped trend were found. A tripped trend review was completed for the lite meter and reported complaint and no tripped trend were found. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the message "error-2" on their adc meter in (B)(6) of 2018. The customer further reported they received unspecified IV fluids for treatment. Attempts to obtain additional information regarding the medical event was unsuccessful as the customer refused to provide any more information. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(6). The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message "error-2" on their adc meter in (B)(6) 2018. The customer further reported they received unspecified IV fluids for treatment. Attempts to obtain additional information regarding the medical event was unsuccessful as the customer refused to provide any more information. There was no report of death or permanent injury associated with this event.